Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 07/26/2019. Device evaluation: the lens has traces of what appears to be balanced salt solution indicating it was prepared for insertion at the surgical stage. Some cosmetic damages (scratches) are observed on the lens that could be related to the failed attempt of insertion. The scratches are not mentioned by the customer. The cartridge was not returned. The customer could not provide the model or the lot of the cartridge used as stated on the initial report as unknown. Therefore, compatibility issues of the lens with the cartridge used could not be discarded as a potential cause of the issue of stuck in cartridge reported. The reported issue could not be verified as the lens was received without the cartridge; a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The a search of complaints revealed one complaint under this production order; however, it was not related to this reported issue of stuck in cartridge. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) would not come out of the cartridge. There was patient contact. Reportedly, sutures and a vitrectomy were required. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.